Event description:
Complainant alleged that the medics was treating a pt. CPR was being performed on the pt. The medic defibrillated the pt once at 200 joules, but on their next attempt to shock the pt at 300 joules, the device would not discharge, and displayed an "electrode fault" error message. The complainant checked all connections, but was still unable to defibrillate the pt. The medic then applied fresh pads to the pt and obtained another device to successfully continue defibrillating the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. "Electrode fault" is not a viable error message with the pd1400 defibrillator/pacemaker. This message is not exist in the product. The complainant was contacted in an attempt to clarify the error message seen by the medic. The medic was unable to remember the exact message observed on the device screen.